Event description:
The customer reported that during workshop installation, the system would not power up and had a beeping noise when plugged in. No pt injury was reported.

Manufacturer narrative:
The call is to be completed in the next location. No conclusion can be drawn as no additional service info was provided.